Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) leading to it being previously removed. There were no device malfunctions associated with the explanted device. A reimplant procedure was posteriorly performed in which a new aus system was implanted. The patient was "uncomplicated" following the procedure.